Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered 1100 ml of tidal volume when set to 250 ml. The volume was measured with a wright's spirometer. The customer also reports that the ventilator sounded a gas supply alarm and exhibited negative inspiratory tidal volume. There was no pt injury.

Manufacturer narrative:
The customer has declined siemens' offer to evaluate this device; therefore, no conclusion may be drawn regarding the cause of the event.